Event description:
A distributor reported that the pump touchscreen was cracked and unreadable screen there was no reported impact to the customer¿s blood glucose level as there was no patient involvement. Distributor arranged for device. Return for evaluation and provided replacement pump, but no additional information was received regarding actions taken by customer or healthcare provider.